Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had audio beep anomaly. The customer stated that audio on her insulin pump was too loud even she tried adjusting the volume to the lowest it can be set-up, customer did not heard the differences between the two audio beep volumes 1 & 5. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files. (B)(4).